Event description:
As reported by the clinical specialist, the patient had a 25mm haart annuloplasty ring with aortic root remodeling with a modified yacoub 32mm valsalva graft. A leak around annuloplasty ring was seen prior to case. A 29mm sapien 3 ultra resilia valve was implanted. Angiography was performed and significant leak was observed. A 2nd 29mm sapien 3 ultra resilia valve was prepped and deployed higher within the first 29mm valve. Another angiography was performed and the significant leak was still seen. The physician decided to attempt to plug the paravalvular leak unsuccessfully. The physician plans to reassess and intervene at a later time. Additional clarification has been requested regarding the location of the leak to determine if the leak is the truly paravalvular (around the first valve implanted within the ring) or is the leak around the annuloplasty ring observed prior to the case.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the pvl is unknown but may be related to the mechanisms above and the implant of the valve within a pre-existing annuloplasty ring with leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) and valve malposition requiring intervention are known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the valve malposition and pvl is unknown but may be related to the mechanisms above and the implant of the valve within a pre-existing annuloplasty ring with significant leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Medical records were received for evaluation. The records indicate the patient had been admitted with symptoms of progressive dyspnea and heart failure. The patient's native valve was confirmed as having severe aortic regurgitation both centrally as well as in the lvot outside of partially dehisced annuloplasty ring (para-annuloplasty ring regurgitation). The patient was offered valve in ring tavr as a possible bridge to savr. The tavr was performed with two 29mm edwards sapien 3 ultra resilia valves. The first 29mm s3ur valve landed low in the annuloplasty ring with associated regurgitation through the valve's upper cells. A second 29mm s3ur was deployed and corrected the pvl and the patient's native central aortic regurgitation, however, the para-annuloplasty ring regurgitation between the ring and the lvot persisted. Despite the significant para-annuloplasty ring regurgitation, the deployment of a 10mm vsd occluder didn't significantly reduce the para-annuloplasty ring regurgitation and was subsequently removed. Post-implantation, there was no central regurgitation, and the total aortic regurgitation reduced from 4+ to 3+, with an improvement in diastolic flow reversal in the descending thoracic aorta. The patient tolerated the procedure well without any apparent complications. Pod 1, patient was noted to be in sinus rhythm with first-degree avb. The patient was scheduled for a redo-sternotomy with aortic valve replacement. The patient was fitted with a cardiac event monitor and was deemed fit for discharge following a cardiology evaluation.